Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the axium pushwire was returned for analysis. There was no microcatheter, or accessories returned with the device. The actuator interface was securely attached to the coupler tube and no damages or irregularities were found with the actuator interface, positive load indicator, coupler tube, and break indicator. There are no evidence of any detachment attempts by mechanical or manual methods. The axium pushwire was found bent. The coin was present and against the lumen stop. The shield coil was present and intact and the detach element was still attached to the pushwire. The implant coil was broken off from the detach element with the polypropylene filament also broken. A manual detachment was then attempted by breaking the break indicator and pulling back the release wire, successfully detaching the detach element. The implant coil and polypropylene filament were both broken from the detach element, which would visually appear similar to a premature detachment. The cause of the reported event could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that this coil detached prematurely during the procedure. The patient underwent embolization treatment for a small unruptured saccular intracranial aneurysm measuring 5 mm x 5 mm. It was reported that it was necessary to put 2-3 coils and the stent to complete the embolization. The first coil chose reported coil and after placement, the basket was formed. During the adjustment process, the spring coil was not formed the basket correctly. When the coil was retracted and re-adjusted, half of the coil was in the aneurysm, and half of the coil was released in the catheter. The coil was retracted with a microcatheter. It was found the coil was untwisted. Pulled the microcatheter and the coil out at the same time. Another two coils and the stent were reselected to complete the procedure. There were no reports of patient injury in association with this event.